Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the trocar would no longer hold in place after injection; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. Non-conforming product is removed from the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported once the trocar was in contact with the patient's eye, it will no longer stay in place on the knife after injection of the oil during a vitrectomy procedure. Another pack was opened and the procedure was completed. There were no clinical consequences. The product sample is not available. Additional information was requested; however, none has been received to date. This is one of three reports for this facility.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the customer indicating the trocar fell off the knife between the scleral mark and trocar placement.